Manufacturer narrative:
The customer told the viasys tech support representative on one occasion that they "(resp) don't believe that the 3100b caused any problem" and on another occasion "the vent was not at fault. It was a very sick patient." The viasys field service representative evaluated the unit and was unable to reproduce the reported event. Thus no root cause was determined. He did find however that the cap diaphragm on the dump valve in the patient circuit was installed incorrectly. The viasys field service representative ran the unit through a complete checkout to ensure that the unit was returned to the customer's control ready to be placed back into service. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.

Event description:
Nurse entered room, saw o2 saturation decreasing. Nurse completed suctioning airway, heard a pop from ventilator, machine stopped. Began to bag patient. Rt responded, restarted vent (two attempts), noted patient saturation levels became better from bagging verses the ventilator. Continued bagging. Patient shortly expired.